Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt sometimes smells insulin and the self-adhesive pad of the infusion set is wet and his blood glucose level is elevated. There is no insulin leaking from the infusion tubing and the cannula is properly inserted into the body. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.